Manufacturer narrative:
The physician did not believe that the event was related to or caused by the cangaroo ecm envelope. The patient was at very high risk for infection due to multiple lead interventions. In addition, the patient was on prednisone. The explanted product was not returned to cormatrix for investigation. No additional information is currently available.

Event description:
On (B)(4) 2015, cormatrix cardiovascular became aware of an event following the use of the cormatrix cangaroo ecm envelope. Details of the event are provided below. It was reported that the cormatrix cangaroo ecm envelope was used to secure an implantable electronic cardiac device in a female patient at the end of (B)(6) 2014. The ecm envelope was placed the day after an atrial and ventricular lead were placed (the patient had 2 lead dislodgements). The leads were then revised the next day. Around (B)(6) 2015, the device clinic observed pocket infection including puss and redness. On (B)(6) 2015, the patient returned for a lead extraction and pocket evacuation. The physician did not believe that the event was related to or caused by the cangaroo ecm envelope. The patient was at very high risk for infection due to multiple lead interventions. In addition, the patient was on prednisone.